Manufacturer narrative:
(B)(4). Additional information: the mcm20 package and tyvek lid was visually inspected and tyvek delamination was confirmed. Tyvek tore and stuck to the blister when package was opened due to tyvek delamination (separation of tyvek layers.) Tyvek delamination makes it difficult to remove the device from the package using sterile technique. The package blister was fine with no defects and there was evidence of seal transfer from the tyvek to the blister flange on the entire circumference of the blister. The only damage found on the package was the delamination of the tyvek which occurred during the opening of the package. Package sterile integrity was not affected. Possible causes of tyvek delamination are tyvek quality, seal strength, or opening technique.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that before an unknown procedure, the tyvek packaging was torn. There were no patient consequences. Unknown how case was completed.